Manufacturer narrative:
Block b3: exact date unknown, event occurred in february 2020. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2316500 model: sc-2316-50 serial: (B)(6). Batch: 16470211/16470211 UDI: (B)(4).

Event description:
It was reported that the patients implantable pulse generator (ipg) was no longer working as intended. The patient underwent a spinal cord stimulation (scs) system explant procedure. The explanted device components were kept by the facility. No further information has been obtained.